Manufacturer narrative:
Additional information was added to h3, h4 and h6: h4: the device was manufactured from january 4, 2020 - january 7, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred during the unspecified date and month of year 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) burst ¿during the injection of substance¿. There was no patient injury or medical intervention associated with this event. No additional information is available.